Event description:
A baxter engineer reported a pump with failure code 16. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep.